Event description:
A patient's treating healthcare professional called stating that a patient was having discomfort with stimulation. The patient was seen in clinic and had an impedance increase of about 2,000 ohms, raising it to high impedance levels. No further relevant information has been received to date.

Event description:
During the review of the programming history database, additional programming and diagnostic data was identified for this patient.